Event description:
At the time of snare polypectomy at hepatic flexure during colonoscopy, the imaging was lost. Restoration of imaging revealed at 2 cm (two) linear laceration - superficial in appearance. Endoclips (5) utilized to close laceration locking handle of processor loosened and opened causing image failure. Patient discharged home.